Event description:
Left tibial nail removal procedure. When the tibial nail was originally implanted in 2012 it was mal-reduced and led to non-union. The exact date of the original implant was not available. All of the hardware was completely removed. There was an osteomoty done. A taylor special frame (external fixator) was placed. Update (B)(4) 2013: none of the screws were broken. Surgeon removed all parts due to the non-union. No part numbers or lot numbers for screws are available. This is report 1 of 3 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment,not diagnosis. Age at time of event reported as (B)(6). Implant date reported as unknown month, unknown day 2012. The investigation could not be completed. No conclusion could be drawn as no product was received. DHR: invalid lot number as only 6-digits. Next to that are lots, which start with 6 manufactured at susa and not at synthes (B)(4). No DHR review possible. Placeholder.

Manufacturer narrative:
DHR: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Lot number 667498 is not a valid lot number. The only matching part number, lot number combination in the depuy synthes monument DHR data base is 04.034.755s, 6667498. Raw material number (B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.